Event description:
The pt expired twenty nine-days post carotid stenting. The pt was enrolled in the study. The target lesion was the ostium of the right internal carotid artery. The lesion measured 5.5 mm in diameter by 15 mm in length and 80% stenosis was present. The lesion was eccentric, severely calcified, severely tortuous and was predilated before stenting. Pt was asymptomatic. A distal protection device was used successfully during the procedure. One stent sys was introduced, however, was not able to cross the lesion and the sys was withdrawn. A second stent was introduced and deployed satisfactory. A 10% residual stenosis was present post stent deployment. The medications administered were: aspirin (pre-procedure and discharge), clopidogrel (pre-procedure and at discharge), bivalirudin (during procedure). The pt's sensory sys, reflexes, plantar response, motor sys, mentation and intellectual function, language function, galt, cranial nerves, eye exam and coordination checked all normal prior to discharge in 2007.

Manufacturer narrative:
Twenty-nine days post procedure the pt suffered intracerebral hemorrhage in the right parietal lobe and subsequently expired. Autopsy was not performed. According to the procedural physician, the pt was hypertensive and he believes that the changes suggest that the intracerebral hemorrhage was due to hyperfusion syndrome related to the procedure, however, not related to the cordis stents.